Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced swelling, painful intercourse, yeast infections, cyst in bladder, pain and difficulty when urinating. Furthermore, it was reported that the plaintiff died. No cause of death was reported.